Event description:
This event was reported as transient ischemic attack and congestive heart failure. No further information provided.

Manufacturer narrative:
2203=host tissue overgrowth, stenosis, 1628. H3: examination of valve in co's lab revealed host tissue overgrowth had encroached onto each cusp and fused both commissures of left-coronay cusp which resulted in stenosis off effective orifice area, multiple disruptions and incomplete coaptation. Mechanical injuries were noted in left-coronary cusp which appeared artifactual of explant. X-ray analysis revealed minor foci of calcification within aortic wall and free margin of right-coronay cusp. Stent distortion was noted which appeared artifactual of explant. Primary cause for dysfunction of this valve was determined to be due to host tissue overgrowth. These findings would account for symptoms noted clinically. H6: 86=x ray analysis.